Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No UDI# exists for the specified product code.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure when going to load the needle into their expressew ii flexible suture passer, it was found that the needle from the previous case was left in the device. The needle was removed from the gun and the new needle had to be force into the gun to sit correctly within the device. The sales rep stated that when trying to fire the needle with the gun, the needle was catching and appears to be debris in the gun not allowing the needle to pass the suture. The procedure was completed with another gun and needle with no harm to the patient but there was a two minute delay to grab a new gun and load. An expressew iii needle and orthocord suture was used with the complaint device. The device will be returning for evaluation.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly. Investigation summary the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.